Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool&#59411;smarttouch bi-directional navigation catheter and a clot was observed on the catheter. During the ablation, a clot or coagulum was observed in conjunction with high impedance. The system did stop ablation when the high impedance cut off values was exceeded. There were no errors reported on the biosense webster systems during the procedure. In addition, there were no issues with temperature or flow on the catheter. The generator was in power mode. The issue was resolved by changing the smarttouch catheter to another one. The procedure was completed without patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. This event is MDR reportable because clot/coagulum has poor adherence to catheters and transseptal sheaths and it could be a potential source of embolism. The high impedance issue is not MDR reportable because the generator stopped ablation, therefore the potential that the high impedance could cause or contribute to a death, serious injury, or other significant adverse event is remote.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a clot was observed on the catheter. During the ablation, a clot or coagulum was observed in conjunction with high impedance. The returned device was visually inspected upon receipt and tip section was found bent as well as light reddish discoloration was observed on catheter tip. Small samples were collected and sent for analysis. A fourier transform infrared spectroscopy (ft-ir) was performed in order to identify the origin of the material; the results demonstrated that the material is primarily composed of a urethane based material, the most likely of which is polyurethane (pu). However no conclusion can be drawn. Continuing with the visual inspection; due the bent present on the device a tilt test was performed and the catheter passed. The catheter outer diameters were measured and were found within specifications. The bent condition might be a result of procedural or handling conditions; however this cannot be conclusively determined. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. During generator test impedance was found within specifications. Irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during temperature test; however this failure is not related to the clot and impedance issue reported. An internal corrective action was created to address thermocouple breakage on the tip section for smarttouch and smarttouch sf catheters. The customer complaint regarding a clot has been verified since the reddish light discoloration might be related to this issue. The root cause of the clot and impedance issue reported remains unknown. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.